Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an undersensing event was seen on the ventricular channel which led to a dropped beat. High thresholds were also observed on the right atrial (ra) lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.